Manufacturer narrative:
The hillrom technician found the bed batteries needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed batteries. However, this does not represent a malfunction as the bed exit alarm will only operate when the bed is connected to ac power except for patient transport. This would be evident to the end user based the visual indication that the bed exit features are disabled when there is no a/c power to the bed. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit is not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit is not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).